Event description:
A us distributor reported that a battery was unable to power on a monitor. A us distributor reported that a battery charger was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (will not power on) was due to corrosion on the battery board. Upon further investigation, the d2 diode on the bedside board was internally shorted, causing the charger to not charge a battery. The root cause for the corrosion was ingress of an unknown liquid. The root cause of the shorted d2 component was unable to be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger. Device evaluation of battery sn (B)(6) has been completed. The reported problem (won't power up) was due to the f1 fuse being open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. There was no adverse event that resulted from the damaged battery. Device evaluation of battery sn (B)(6) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were mis-matched. The root cause of the mis-matched cells was unable to be positively identified. There was no adverse event that resulted from the damaged battery.